Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information become available it will be reported on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that, "4.0 locking screws sheered off at screw head." No adverse consequences to the patient.